Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reactions associate with sensor adhesive. Date of issue is an approximation. The patient developed a rash, chemical burns, and scars under the sensor patch. Numerous barrier products were used unsuccessfully. The number of reactions, insertion sites, and dates were not provided. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. There was no documentation of medical intervention. No additional patient or event information is available.